Event description:
It was reported that the patient was not receiving effective relief/less that 50% therapy relief. The physician was unable to aspirate csf (cerebrospinal fluid) from the cap (catheter access port); an occlusion or catheter migration/dislodgement was suspected. The patient was taken into surgery on 04/29/2014. The sutureless connector was removed and part of the spinal segment was removed; part of the spinal segment remained implanted and was tied off by the physician. A new catheter was placed. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid, bupivacaine, and clonidine. It was later reported that during the revision it appeared under fluoro that the old catheter was still in the intrathecal space; however, the physician was unable to aspirate csf.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n230639007, implanted: (B)(6) 2010, product type: catheter. (B)(4). Evaluation summary: a portion of the catheter was returned for analysis. Analysis found coring-tearing-cuts in the sutureless connector seal which could possibly have caused occlusion.